Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Event description:
The customer reported that one of her blood glucose readings was not stored in the memory of the contour next gen meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, an in-house contour next gen meter was tested with the in-house contour next test strips using blood sample, which gave a satisfactory performance. The blood glucose readings obtained with the in-house testing were properly stored in the meter's memory. Additionally, a device history record was reviewed for the suspected contour next gen meter with serial # (B)(6), and no manufacturing anomalies were found. Section h4 of the initial report indicates the device manufacture date for the contour next gen meter with serial # (B)(6) as 10-mar-2022. The correct device manufacture date is 12-sep-2022. Section h4 has been updated.